Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reliability laboratory technician; (B)(6). No complaint received with return of the device. Failure (event) observed during analysis. An output anomaly was observed in the laboratory. Analysis found a damaged component within the output circuitry. The cause of the output anomaly could not be determined.